Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, map of drawer 2.1 fails to appear on the screen. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 map failed to display, impacting medication charging process accuracy. A field service engineer (fse) found that drawer 2.1 travel sensor was not indicating smooth movement during hardware test application (hta) testing. The drawer was removed, the sensor connector was reseated, and the sensor was cleaned. After testing with hta, the sensor accurately tracked drawer movement. Customer verified that both drawers 2.1 and 2.2 displayed the medication map correctly in the application. The system functioned as intended after the field service engineer repaired the device.